Event description:
The customer's mother reported tat the insulin pump had alarmed button error. Customer stated the battery was changed and did not work and buttons were frozen. Customer's blood glucose was 205.20 mg/dl. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen screen was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.